Event description:
The customer reported a failure of the defib sync port on the patient data module. The issue was discovered during preventative maintenance. No patient involvement.

Manufacturer narrative:
There was no patient involvement. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Investigation revealed the loss of ECG defib sync output function on the pdm defib sync connector was caused by failure of the pdm defib sync output hardware. The defib sync hardware was replaced..